Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 20-mar-2026, it was reported by a sales representative via (B)(4) that an ar-1410lp low profile reamer broke in the patient while drilling. This was discovered during a procedure with no further information provided. Additional information has been requested.